Manufacturer narrative:
Insulin pump received with critical pump error (open book image) alarm due to main download timeout/external flash crc test failed. Unable to determine the root cause, problem isolated to electronic assembly. Unit was received with broken battery tube threads. The p-cap locks properly into place. (B)(4).

Event description:
Information received by medtronic indicated that they had broken insulin pump. Customer stated battery and battery cap was stuck inside. Customer had dropped the insulin pump and got change battery alert. The customer stated that the reservoir was able to lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.